Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 49 mg/dl at the time of incident and current blood glucose level was 82 mg/dl and had treated with food. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states they did not use auto mode. Customer did not allege insulin pump was over delivering. Customer reports insulin pump was not worn during a medical procedure or test around a magnetic image resonance. Customer states reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. The insulin pump will not be returned for analysis.